Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) media was received contaminated. No patient impact was reported. The following information was provided by the initial reporter: customer reported that the media received was contaminated. Lot# 2235406. Customer informed that they are inspecting the affected lots visually for now and wants to conduct sterility testing on the media. Affected lot number is only lot# 2235406.

Manufacturer narrative:
H.6 investigation summary: during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 2235406 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include physical attribute and bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All physical attribute and bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is. Tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed and no other complaints have been taken on batch 2235406 for pits/bubbles. No retention samples from batch 2235406 were available for inspection. Four photos were received for investigation. The first photo shows two plates with contamination on the agar surfaces (batch number and time stamp not visible). The second photo shows one plate from batch 2235406 (time stamp 1244) and contamination on the agar bed surface of the second plate (batch number and time stamp not visible). The third photo shows two plates, one with contamination and another with contamination and pits in the agar surface (batch number and time stamp not visible). The last photo shows two plates, one with contamination and the other with contamination and pits in the agar surface (batch number and time stamp not visible). This complaint can be confirmed. Bd has identified a contamination trend for this product and the investigation found opportunities for bioburden reduction in the manufacturing process. Additional trainings are planned with an ongoing training review for cleaning processes.

Event description:
It was reported that bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) media was received contaminated. No patient impact was reported. The following information was provided by the initial reporter: customer reported that the media received was contaminated. Lot# 2235406. Customer informed that they are inspecting the affected lots visually for now and wants to conduct sterility testing on the media. Affected lot number is only lot# 2235406.